Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices had battery issue and does not charge. The customer placed device tracker allegedly loosened the pcu cord, after taking off the tracker and putting the cord further into the pcu, it still does not charge. There was no information on patient involvement. Although requested, further information was not provided.

Manufacturer narrative:
Omit: c20 - no findings available, b17 - device not returned. Additional information: imdrf annex a, b, c, g codes, device available for eval?, returned to manufacturer on, device eval by manufacturer? And manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device not charging was identified during initial inspection but was not replicated during continuous testing. ¿ testing of the suspect pcu in the ¿as received¿ condition found that the pcu would not turn on, upon connection to an ac outlet the pcu would not turn on the ac power led. ¿ the suspect pcu¿s power supply, switching power supply board and battery were replaced using known good dchu lab parts, however the ac led would still not turn on. Measurements with an amprobe multimeter observed no shorts or abnormal voltages. ¿ the ac power entry module was also tested with a multimeter and was found to have its fuse not blown and received voltage correctly. Upon reassembly of the pcu, the issue was corrected. It is suspected that the issue was caused by a loose cable connection of the front panel caused by the ground pin of both the battery power and ac power leds. ¿ functional testing of the suspect pcu found that it would switch between ac and dc power correctly. The programmed infusion completed after 12 hours, the battery level was maintained, and no issues were observed. ¿ the front panel with keypad will be replaced as a preventative measure. ¿ internal and external inspection of the pcu module found no irregularities. ¿ the alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. Root cause: the probable cause of the report of the device not charging is being attributed to a loose cable connection of the front panel with keypad caused by the ground pin of both the battery power and ac power leds that was resolved during reassembly. After reassembly testing could no longer replicate the issue, and no further faults were found with the suspect device.

Event description:
It was reported that the devices had battery issue and does not charge. The customer placed device tracker allegedly loosened the pcu cord, after taking off the tracker and putting the cord further into the pcu, it still does not charge. There was no information on patient involvement. Although requested, further information was not provided.